Manufacturer narrative:
A ge service representative is involved in the investigation of this report. A precharge board issue has been identified. Investigation is still ongoing. The c-arm cable was repaired. Additional information will be reported, as it becomes available.

Event description:
It was reported that the 8800 system has experienced a precharge board problem. There was also a report that the c-arm cable was cut. No report of patient injury.